Manufacturer narrative:
The referenced recurrent percutaneous lead (driveline) infection was reported under medwatch MFR report# 2916596-2018-00753. The referenced gastrointestinal bleed was reported under medwatch MFR report# 2916596-2018-00756. The referenced history of gastrointestinal bleed was reported under medwatch MFR report# 2916596-2018-00754. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 5 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. The patient was implanted with an lvad on (B)(6) 2012. During device support the patient experienced complications of gastrointestinal bleeding and a chronic percutaneous lead (driveline) infection. It was reported that the patient was admitted for a hip fracture after a fall while going to the restroom. The patient had a long complicated course since admission over two months ago. The patient underwent a left hemiarthroplasty on (B)(6) 2017 which was an uncomplicated procedure. However, post operatively, the patient had a waxing and waning of mental status. The patient does have a history of recurrent driveline infections and has been treated with chronic doxycycline. On (B)(6) 2017, the patient failed a swallow evaluation and there was growing concern that the patient had aspirated and was the source of his infection. Nothing by mouth (npo) was initiated on that day, however, the patient continued to have worsening mental status. During this npo period, the patient was noted to have rising sodium with a nadir of 157 on the morning of (B)(6) 2017. The patient was treated with IV fluids however this was difficult due to the patient pulling at the lines making it difficult to resuscitate him. Several attempts to place an nasogastric (ng) tube or dobbhoff tube were unsuccessful due to patients altered status and pulling them out. Over this period, the patient began developing worsening hypoxia to the point where when attempting to have the dobbhoff tube placed, the patient required increased amounts of oxygen with a face mask at 100% and was still noted to be desaturating. At that point the patient was admitted to the cardiac/coronary care unit (ccu). The course was further complicated by gastrointestinal bleed. Gastroenterology was consulted and followed for a period of time. The patient had difficulty weaning from the ventilator and underwent trach/j-tube placement and was put on a high humidity trach collar (hhtc) for oxygen support. The j-tube dislodged (B)(6) 2018 and an attempt to replace the tube was unsuccessful. On (B)(6) 2018 the patient¿s care was withdrawn per the family¿s request. Medications were given for comfort measures and the lvad was disconnected from the patient and at 1926, the patient was pronounced expired. Additional information was requested but was not provided.

Manufacturer narrative:
Additional information: a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Neurologic dysfunction is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was later reported that the patient¿s fall was not believed to be device or therapy-related. The patient denied tripping and also denied chest pain, shortness of breath, dyspnea on exertion, palpitations, or presyncope prior to the fall. The patient¿s altered mental status was not thought to be caused by stroke, but rather acute encephalopathy from toxic and metabolic processes. A head CT was performed on (B)(6) 2017 and was negative. The left ventricular assist system (lvas) was not explanted for evaluation.